Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre sensor. A customer reported obtaining decreasing glucose scans of 60 mg/dl, 52 mg/dl, 'lo' (less than 40 mg/dl), and 43 mg/dl. The customer self-treated with glucose tablets and self-presented to the hospital. Upon arrival, a sensor scan of 47 mg/dl was obtained as compared to a healthcare meter reading of 391 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia and received 70/30 slow-acting insulin and 10 units of fast-acting insulin. There was no report of death or permanent injury associated with this event.